Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer (fse) found a leaking nozzle on a cell rinse and corrected it. The fse identified a dirty sample probe which he cleaned. All sample and reagent probes were confirmed for adequate rinsing. Reaction cells and cell covers were cleaned and pump pressures and cell rinse volumes were checked. The customer performed calibration and qc. Operational and mechanical checks passed. Qc was acceptable and the instrument was operating within specification. Calibration and qc were acceptable; there is no indication of a reagent performance issue. Multiple abnormal aspiration alarms were noted on the alarm trace at the time of the event. Following the service visit, the customer had no further issues. The service actions resolved the issue.

Event description:
The initial reporter complained of questionable low results for 7 patient samples tested for gluc3 glucose hk gen.3 (gluc3) on a cobas 8000 c 702 module. The customer provided examples of discrepant results for 2 patient samples. Patient 1 initial result was 27 mg/dl. The repeat result from was 226 mg/dl. Patient 2 initial result was 27 mg/dl. The repeat result was 87 mg/dl. The initial results were reported outside of the laboratory. The samples were repeated on a different analyzer. The repeat results were provided as corrected results. The gluc3 reagent lot number and expiration date were not provided.